Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of breaks in a catheter is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed the catheter was returned in three segments. Use residue was observed on and within all of the catheter segments. Tensile weakness was observed between the 41 and 42 cm depth markers near the proximal end of the distal catheter segment. Some tensile weakness was also observed at the proximal end of the middle segment. A microscopic observation revealed all of the fracture surfaces were flat on one side and somewhat angular on the other side. The surface texture of all of the fractures was observed to be granular. The location and physical characteristics of the break surfaces as well as the tensile weakness observed in the catheter segments suggest tensile failure caused by excessive pulling force on the catheter. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was found that the catheter placed in the agitated patient had two breaks at the catheter part which was outside of the patient's body (around the 43 cm depth marking, and between the 45 - 46 cm depth markings). The physician guessed that the patient may have cut/pulled the catheter. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was found that the catheter placed in the agitated patient had two breaks at the catheter part which was outside of the patient's body (around the 43 cm depth marking, and between the 45 - 46 cm depth markings). The physician guessed that the patient may have cut/pulled the catheter. There was no reported patient injury.